Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump and experienced high blood glucose readings of nearly 600 mg/dl and had ketones. Customer has treated with a manual injection. Customer was unable to troubleshoot at the time of the call. No further information reported.